Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause is due to a defective processor board likely caused by a defective component. Unrelated to the reported complaint, cracked bottom and front enclosure were observed during visual inspection. The root cause of the physical damages was likely due to mishandling such as drop. Evaluation of the platform during initial power up, revealed a "system error, out of service, revert to manual CPR" message on the user control panel. The archive data was reviewed and contained system error 132 (internal watchdog timeout) error message. The investigation findings revealed that the root cause of the reported issue was a defective processor board. Customer declined the quote for service repair and the platform will be scrapped. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " error message. The user rebooted the platform multiple times and re-seated the lifeband and unable to clear the message. No patient involvement.